Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; not installing the implant deep enough.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were installed. The patient later complained of continuing si joint pain. The surgeon determined that the middle implant was not fully across the si joint and was also too proud of the ilium. The surgeon did not indicate that any of the implants were loose. In (B)(6) 2019, the surgeon advanced the middle implants a few millimeters deeper across the si joint and added an additional implant of the same type to help fixate the joint. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.